Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed assistance going through the load process. Tandem technical support guided the customer, but the customer had a difficult time following tandem technical support's instructions. While troubleshooting, the paramedics were called to assist the customer since blood glucose (bg) was rising and no one else was available to assist the customer. Bg ranged from 176-200s mg/dl. Customer felt a ¿little high but ok otherwise". Subsequently, the customer went to the emergency room and was released after 3 hours. Customer was unable to provide additional information.